Event description:
It was reported that the patient experienced high right heart pressures, a right-to-left shunt with blood flowing from the right atrium (ra) into the left atrium (la), and a drop in oxygen saturation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The patient had high right heart pressures during the procedure. After ablation was completed the faradrive was being removed from the patient, but when it was removed from the septum the transeptal puncture (tsp) created a right-to-left shunt causing blood to flow from the ra to the la. The patient's oxygen saturation also dropped. An atrial septal defect (asd) closure device was placed in the in the tsp to plug the hole. The patient stabilized afterwards. The procedure was completed and the patient is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.